Event description:
On 05/04/1999, the facility's operating room materials mgmt informed the distributor's marketing mgr of the following: prior to implant, the device was noted to be leaking. No further details were provided.